Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the enterra patient had a relapse of gastroparesis symptoms upon implant of an interstim urinary device. The devices were both implanted on the patient¿s right side. The settings were quite different between the two devices. The symptoms included nausea and vomiting. The programming had not been reset. The patient did better with enterra test stimulation. The enterra stimulator was to be replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.